Manufacturer narrative:
The patient was a 73-year-old male who presented with severe emphysema and coronary artery disease. On (B)(6) 2026, the patient underwent bronchoscopic lung volume reduction with zephyr endobronchial valves. A total of four valves were placed in the left upper lobe. The patient developed a pneumothorax, which was managed with and a chest tube was placed on (B)(6) 2026. On (B)(6) 2026, the chest tube was accidentally pulled out, and a second chest tube was placed, and the patient was then transferred to ICU. On (B)(6) 2026, the patient became more symptomatic (wheezing and congestion). Suspecting an acute copd exacerbation, steroids were started. On (B)(6) 2026, removal of all valves was discussed, however the family decided to wait two more days prior to valve removal given signs that air leak may be getting better. On (B)(6) 2026, all valves were removed and air leak decreased in severity. On (B)(6) 2026, a blood patch from surgical chest tube was administered prior to removing chest tube. The patient subsequently developed hypercapnic respiratory failure. Antianxiety meds and opiates for symptom palliation were administered. Respiratory failure worsened on ventilator. On (B)(6) 2026, the family decided hospice and palliative extubation and the patient passed. No autopsy was performed. The death was attributed to acute hypercapnia hypoxic respiratory failure. The death was not directly related to the pulmonx valves. Patient commodities: severe emphysema, cad. Cause of death: acute hypercapnia hypoxic respiratory failure. Post blvr with endobronchial valves causing pneumothorax with persistent air leak. Despite valves removal causing prolong hospital admission, deconditioning and respiratory failure.

Event description:
4 ebvs were implanted on (B)(6) 2026. The patient experienced a pneumothorax, and a chest tube was placed on (B)(6) 2026. On (B)(6) 2026, the chest tube was accidentally pulled out and a second chest tube was placed, and the patient was then transferred to ICU. On (B)(6) 2026, the patient became more systematic (wheezing and congestion). Suspecting acute copd exacerbation steroids were started. On (B)(6) 2026, removal of all valves was discussed, however, the family decided to wait two more days prior to valve removal given signs that air leak may be getting better. On (B)(6) 2026, all valves were removed and air leak decreased in severity. On (B)(6) 2026, a blood patch from surgical chest tube was administered prior to removing chest tube. After which patient developed hypercapnic respiratory failure. Antianxiety meds and opiates for symptom palliation were administered. Respiratory failure worsened on ventilator. On (B)(6) 2026 the family decided hospice and palliative extubation and the patient passed.